Event description:
The customer reported that the device self-activated when it was passed from the surgeon to the physician's assistant. There was no pt or staff injury associated with this occurrence. A new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4) . To date the incident sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.